Event description:
It was reported that the pump was showing the message, ¿cassette connection,¿ for no reason. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded. Functional testing was not able to duplicate the customer reported issue. The investigation determined the dso seal was damaged. The dso seal was replaced.